Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2012-01321 pertains to the other device. It was reported to boston scientific corporation that an solyx single incision sling system was used during a procedure on an unknown date. According to the complainant, the patient experienced complications but the exact nature and date of onset of the complications are unknown. All other information is unknown and reportedly unavailable.